Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the duodenovideoscope was ready for the procedure and one of the staff members placed other things on the top of it. The event was found by a field representative inspection during before use. There were no reports of patient involvement.